Event description:
It was reported that given the programmed outputs during the life of the implantable pulse generator that premature battery depletion was suspected. It was also noted that upon changing the programmed pulse width the device battery report changed from "good" to "aging". The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis of the device revealed normal battery depletion.